Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples evaluated and the customer's indicated failure mode for stopper pullout with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 11 bd vacutainer® sst¿ blood collection tubes experienced stopper creep out or loose closure prior to use. The following information was provided by the initial reporter: material no: 367986, batch no: 9213407. Lot number 9213407, catalog number 367986, 13x100 5.0 ml sst tube. Failed to meet minimum second pullout of 0.7 lbs or greater. Qa final inspection for evacuated tubes specification. There were 11/30 failures.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 11 bd vacutainer® sst¿ blood collection tubes experienced stopper creep out or loose closure prior to use. The following information was provided by the initial reporter: material no: 367986, batch no: 9213407. Lot number 9213407, catalog number 367986, 13x100 5.0 ml sst tube. Failed to meet minimum second pullout of 0.7 lbs or greater -qa final inspection for evacuated tubes specification. There were 11/30 failures.